Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor reported severe negative dysphotopsia and severe lens epithelial cell overgrowth over the anterior optic of the lens in an eye following an intraocular lens (iol) implant procedure. The patient has noticed slight blurred vision. The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the left eye.